Event description:
The physician saw a menopausal pt who had a sling procedure performed in 2001 by another physician. Pt has been continent since the procedure. Their examination was normal at their 3 mos check up. Recently, the pt had noticed a rough feeling in their vagina. Examination revealed a 3 x 4 mm exposed area of tape. The pt has been treated with vaginal estrogen and will be seen in 4 to 5 more weeks. If the estrogen therapy has not solved the problem pt will be brought back into the office to have the tape trimmed.